Event description:
It was reported that stent fracture occurred. A 3.50 x 16mm synergy? Xd drug-eluting stent was advanced for treatment. However, the stent strut fractured during the procedure. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, a cine image was received. The image shows the stent deployed on a bend and positioned over a wire with markerbands from a dilation balloon inside it. No stent damage is noted as even though a gap is present, stent struts connectors are also noted in that gap region indicating that the stent is just confirming to the lesion anatomy without any damage being present.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent fracture occurred. A 3.50 x 16mm synergy? Xd drug-eluting stent was advanced for treatment. However, the stent strut fractured during the procedure. No patient complications were reported.